Event description:
It was reported that during a hemorrhoidectomy, the device fired a few staples only from one area of the device. A like device was used to complete the case. There was no pt consequence.